Event description:
It was reported that on (B)(6) 2025, 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). There were no issues noted during prep. During the procedure, while the valve was being resheathed for the first time, at the hard stop there was still a gap and the valve was opened by about 1cm. It appeared as thought the valve capsule had collapsed right under the height of the receptacles. Several kinks were also noted on the ds. The ds was pulled back into the descending aorta where any attempt to close the gap failed. The physician had to pull the partially open system out of the patient to externalize it from the body. A 14f non-abbott introducer sheath was advanced again and a new 25mm navitor valve and small flexnav ds was selected. The valve was able to be positioned and fully deployed with good results. A proglide and angioseal were then used to close the access site without issue. The patient remained hemodynamically stable throughout the procedure, which was delayed by 25 minutes, without any adverse patient effects. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patients condition was stable and they were not harmed due to this event.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during procedure while the valve was being re-sheathed there was a gap and the valve was opened by about 1 cm. Several kinks were reported on the delivery system (ds). The ds was pulled back into the descending aorta where any attempt to close the gap failed. The investigation at abbott found that the valve capsule was noted to have twisted material damage. The inner shaft contained a bent damage which precluded functional testing of returned device. The noted damage is consistent with operational difficulties and damage during use. A fluoro video was provided by field and was reviewed at abbott. The fluoro showed the valve was not fully encapsulated and it appeared that the delivery system capsule was crumpled and bowed. From the imaging provided the root cause of the issue was unable to be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of reported inability to close the gap could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.